Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while customer was at work and pump was in her pocket. Customer stated that the outside temperature while walking to work that morning was 7 degrees. Customer reset the pump; however, another malfunction alarm occurred while customer was loading a new cartridge. There was no impact to the customer's blood glucose level as customer reverted to insulin pens.